Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a low out of range pacing impedance measurement of less than 200 ohms. Abnormal sensing was also observed. The system was reprogrammed and the ra lead continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Despite multiple attempts made to the field, no further information concerning this event was made available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.